Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that during the stage 1 trial procedure the doctor was struggling to find the sacral nerve and the procedure was 2 hours long. Then about 3-4 years after patient had the implanted device they started to experience problems with shocking sensations going down the leg and into the big toe and it felt like they were being electrocuted. The patient tried multiple settings and adjusted amplitude up and down but the shocking sensation still occurred on all of them especially when patient was sitting or doing sit-ups. The patient had the system fully removed by on (B)(6) 2017. The doctor thought the lead was not in the correct spot and also told patient the lead was damaged which was causing the shocking. The doctor wanted to re-implant on the opposite side but the patient chose not to because of all the difficulties they had experienced. The cause of the lead damage was not determined and the patient denied any falls or traumas but mentioned they were very active and runs and rides snow mobiles. The patient still experiences nerve issues where the device was implanted and sharp pains from scar tissue. The device removal site feels like a golf ball and causes shooting pain to the hip. Reviewed that reported events and concerns will be documented and recommended patient seek medical care to address symptoms. Emailed physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their was broken;, the wires would shock ed them. It has been removed;, they are now am fighting pain from scar tissue and nerves where it was at. They wish it would have worked properly for them.